Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 16 mmol/l (288 mg/dl), while wearing the pod between 37 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was successfully applied. The pod was discarded.